Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery, off no power, weak battery and low battery. The customer's blood glucose level at the time of incident was unknown. The customer also mentioned back light remaining on for about 30 minutes, without having been activated. Troubleshoot was conducted and the customer's issues persist. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery, unexpected off no power, weak battery, bad battery, low battery, no backlight anomaly and no unexpected battery out limit alarms were noted. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.